Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure to receive a trial scs system. It was reported the patient developed a corneal abrasion during the procedure and complained of persistent pain to one of his eyes following the procedure. It was reported the patient was given medication for the issue. Follow-up indicated the patient's condition was improving and he would like to scheduled a permanent implant procedure.